Event description:
Customer alleged chair stalled out with customer up in the air in the tilt position. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 3 years old. The owner's manual part number (B)(4), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male who is (B)(6) of age, (B)(6). The male consumer has als, his stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.